Event description:
Device malfunction: difficult to remove, time of malfunction: during vessel closure, symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. The device was removed by using both counter-traction and an assertive pull. Manual compression was applied for less than five minutes for tissue tract ooze. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.